Event description:
Pt underwent essure micro-insert implantation on (B)(6)2008. On (B)(6)2008, pt reported to her physician that she had been experiencing constant pelvic pain since the essure micro-inserts were implanted. On (B)(6)2009, the micro-inserts were surgically removed from the pt. Physician stated a small fragment from one of the micro-inserts, probably less than 1/4 cm in length, was seen in an hsg image; the fragment was not located during the procedure and might remain inside the pt. Pt's physician believes that the source of the pain was directly related to the essure micro-inserts.

Manufacturer narrative:
(B)(4).